Event description:
It was reported that the ilet sleep/wake button intermittently did not respond, requiring multiple presses to wake the device, and a firmware update was performed with user guidance; visual inspection by the user revealed no damage around the screen or wake button. Symptoms included no reported clinical effects. Outcomes included no impact on health or activities and no hospitalization. Investigation included technical troubleshooting with a firmware update and user-led visual inspection of the device exterior. Investigation of this case revealed an intermittent user interface responsiveness issue associated with the sleep/wake control, with no evidence of physical damage noted by the user. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further information.